Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a 110b error code after replacing the flow sensor assembly. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (fse) advised the biomedical engineer (biomed) to confirm that the flow sensor hoses were not reversed and recommended that the customer should check the da pcba to make sure that the solenoids were aligned correctly. After verifying the pin alignment between solenoids and the da pcba, replacing the proximal auto-zero solenoid (sol 3 and sol 4), and replacing the da pcba, the customer advised they may have received a defective flow sensor assembly. The customer confirmed that the newly installed flow sensor assembly was the cause of the 110b error code. The rse advised the customer to contact parts department and that the device will be replaced under warranty. The investigation is ongoing.